Event description:
It was reported that the device was presenting with occlusion alarm no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 22-jun-2022 and attached by ICU medical in complaint: it was reported that the malfunction occurred while in use with a patient. No injury was reported. Patient information was provided. The issue was resolved. The patient was using a cadd solis pump. Serial number unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture., corrected data: d2: correction: common device name: set, administration, intravascular.